Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down after running on battery power for ten (10) minutes. The customer was unable to advise whether or not any audible alarm had been generated at the time of the shut down. The iabp was connected to mains power and therapy was resumed. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative confirmed that the batteries failed the battery runtime test. It was noted that the device had been unplugged for three (3) weeks. He replaced the batteries. The system was tested to factory specifications, including the "low battery" alarm. It functioned normally and was returned to the customer. The batteries were returned to the manufacturing facility in (B)(4) for evaluation. The battery manufacture date is 03/09/2011 (close to 3 years old). A short battery runtime was confirmed. A failure investigation report has been initiated. (B)(4).